Event description:
Healthcare professional reported, severe pain and stiffness. Seroma and capsular contracture, (baker grade iii) on right side. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported severe pain and stiffness, seroma and capsular contracture (baker grade iii) on right side. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particles observed on the device. Deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.